Event description:
According to the op report this valve was explanted due to thrombus. Intraoperatively, the aortic valve was examined and was well seated. There was no evidence of paravalvular leak; however, there was organized thrombus on the leaflets of the valve, which did inhibit opening and closing. This resulted in aortic insufficiency. The valve was explanted and replaced with a 19agfn-756-ide. The patient was transferred to the ICU in good condition.